Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the ok button does not click or spring back normally and was misaligned. The pump was exercised for 24 hours without any 0 unit bolus doses delivered without button presses.

Event description:
The patient reported that several times her pump would vibrate, and when she would look at the screen noticed a 0.000 unit bolus being delivered. This occurred multiple times throughout the day. She thought at first it was occurring because she was wearing pump in her bra so she moved the pump and clipped the pump to her pants away from her skin. She reports that even after moving pump the pump continued to deliver 0 unit bolus doses without button presses. The pump history revealed 0.000 unit bolus doses delivered multiple times within one hour on the same day. The patient also reports that the ok button no longer clicks and springs back like it should. She states this problem started several days ago. The patient denied any physical damage to the keypad and denied any trauma to the pump or exposure to moisture.